Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor siltex round moderate profile 250cc saline breast prothesis, cat. #3542635, lot #129447. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with mentor siltex round moderate profile 250cc saline breast prostheses that both deflated after implantation. Deflation was diagnosed by physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left breast prosthesis.

Manufacturer narrative:
On 04/10/2018, mentor received additional information that the explantation date is (B)(6) 2018. However, mentor received more information on 05/01/2018 that the explantation date is (B)(6) 2018. On 04/20/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 05/01/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 05/01/2018, mentor received additional information about the event: the date of event was originally reported as (B)(6) 2018. New information states that the date of event is (B)(6) 2007. Patient age at the time of event was originally reported as (B)(6) years old. According to new information, patient age at time of event is (B)(6) years old. Explantation date is (B)(6) 2018. Patient¿s explanted devices were replaced with mentor smooth round moderate profile 275cc saline breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/11/2018, mentor completed the analysis on the suspect medical device. Upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. The product evaluation (pe) team discovered two rents measured approximately 0.6 cm; both located on the posterior aspect within a crease and an area of siltex cracking respectively. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast implants. Also, it was noticed that there were several creases on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).